Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system became unresponsive when attempting to advance to the registration task. The system was rebooted and the issue resolved. It is known that there is a crack in the touch screen monitor. The mouse and keyboard were also unresponsive but it is unknown if the usb touchscreen communication cable was connected. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: sfw kit 9735736 stealth s8 ent EU-sc, software version: 1.0.2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The software investigation determined that there was insufficient information to determine the root cause of the reported behavior. The logs and archive were reviewed and the archive contained 2 CT exams. The images were as per stealth protocol. Registration was done with registration accuracy of 1.6mm. Traces were taken on nose, left side, right side of anatomy. The behavior could not be replicated with the provided archive. If information is provided in the future, a supplemental report will be issued.